Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Burn on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value and bending angle in the "up" direction did not meet standard value. The additional evaluation findings were as follows: due to wear of the scope cover, water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the control unit was shaved, the switch box was deformed, the image guide protector had a scratch, the adhesive on the bending section cover had a crack, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an angulation malfunction and distal end defects. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found in the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.